Event description:
It was reported that during a routine upgrade procedure, intermittent loss of capture (loc) was observed on this right ventricular (rv) lead. The clinician noted that during threshold testing when loc was observed when tested at different threshold levels. The clinician was able to threshold capture at a higher output of 4.0v at 0.4 ms and the procedure was completed successfully. Subsequently, later on during a follow up visit, the rv lead was tested and observed with the continued intermittent loc. The clinician opted to continue with monitoring the lead at current threshold programming. No adverse patient effects were reported. This rv lead remains in service.